Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) cleaned microswitches, spade connectors were crimped, and carbon grease was applied to all eight latches. The wiring for door 3 was found loose and was reseated. The door was then tested in diagnostics, and the feed result confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.